Event description:
It was reported that an asymptomatic and pacer dependent patient presented remotely via merlin.net transmissions. Review of egms showed low amplitude noise on the ventricular and discriminator channel. The patient presented in clinic for follow-up on (B)(6) 2017. During the visit, there was no noise noted, on review of egms. The patient stressed not being around any emi source. The device was reprogrammed. The issue was resolved. The patient was stable before, during and after the follow-up.